Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection to this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the normally open vent path at valve pv41 was leaking. The fse noticed that pinch valve pv44 was broken and was causing the liquid to push through the flowcell into the mix chamber via the sample line, then up into the main dilutor and out the vent at pv41.the pinch valve pv44 opens path for pressurized diluent to flush upper half of flow cell. The fse replaced the pinch valve pv44 and the leak was fixed. The repairs were verified per established procedures. Failure mode was attributed to broken pinch valve (pv44). (B)(4).